Event description:
Complaint alleges that the device (battery powered) was being used to defibrillate a pt (age and gender unknown.) The first and second shocks were delivered at 200j with no problems. On the third shock, the device was charged to 360j, and shut down. The complainant was unsure as to what action was taken after shutdown. No adverse pt effect was reported. Biomed tested both the device and the battery (serial number 39-96-0464), but were unable to duplicate the alleged malfunction.

Manufacturer narrative:
The customer's biomed department was unable to duplicate the alleged malfunction. The device was placed back into service by the customer, without an evaluation by the zoll technical service department.